Event description:
It was reported that after implanting an intraocular lens (iol) in the left eye of a patient, there was no astigmatic effect observed. It was stated that the physician was concerned that the lens was defective. He indicated that the same power tecnis toric lens was implanted in the right eye and had full effect. In addition, a second procedure femto astigmatic keratotomy was performed. Visual acuity was pre-operatively was 43.8/45.43, post operatively sc (sine correction) was 20/40. No further information has been provided.

Manufacturer narrative:
(B)(4): secondary surgery (femto astigmatic keratotomy). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
Manufacturing record review. The device history record was reviewed. The sterilization batch was released per specification. There were no nonconformances. There were no associated nonconformity material reports. There were no environmental monitoring related nonconformances noted. There were no process and/or material changes within the production order. Based on the manufacturing record review and historical review the product met manufacturing release criteria. The lens was not explanted; therefore, the explant date is not applicable. (B)(4) - astigmatic effect. All pertinent information available to abbott medical optics has been submitted. Placeholder.